Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that movement of the implantable pulse generator (ipg) caused the right atrial (ra) lead and right ventricular (rv) lead to dislodge. The implantable pulse generator (ipg) system was revised and remains in use. No patient complications have been reported as a result of this event.